Manufacturer narrative:
Findings: the customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was 105 mg/dl. Customer was explained t the possible causes of blank display. Customer stated that there is crack along the battery cap and battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was 105 mg/dl. Customer was explained t the possible causes of blank display. Customer stated that there is crack along the battery cap and battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.